Manufacturer narrative:
Following recommendations sent on (B)(6) 2017, re-intervention was performed on (B)(6) 2017. The ICD was replaced and the lead was abandoned. There was no complication. The explanted ICD was returned for analysis.

Event description:
The ICD and its two associated leads were implanted on (B)(6) 2010. Reportedly, upon interrogation on (B)(6) 2017, ventricular oversensing was observed. The ICD replacement has been scheduled for normal battery depletion. The physician would like to know whether the defibrillation lead should be replaced as well. Preliminary analysis showed that a defibrillation lead issue is suspected. Recommendations were sent on (B)(6) 2017 (lead and ICD replacement).

Event description:
The ICD and its two associated leads were implanted on (B)(6) 2010. Reportedly, upon interrogation on (B)(6) 2017, ventricular oversensing was observed. The ICD replacement has been scheduled for normal battery depletion. The physician would like to know whether the defibrillation lead should be replaced as well. Preliminary analysis showed that a defibrillation lead issue is suspected. Recommendations were sent on (B)(6) 2017 (lead and ICD replacement).

Event description:
The ICD and its two associated leads were implanted on (B)(6) 2010. Reportedly, upon interrogation on (B)(6) 2017, ventricular oversensing was observed. The ICD replacement has been scheduled for normal battery depletion. The physician would like to know whether the defibrillation lead should be replaced as well. Preliminary analysis showed that a defibrillation lead issue is suspected. Recommendations were sent on (B)(6) 2017 (lead and ICD replacement).